Manufacturer narrative:
Section h3: additional information manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline (dl) cut approximately 2.5¿ and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Upon disassembly of(B)(4), a small, pink, ring-like deposition was found surrounding the bearing cup within the distal side of the inlet stator (figure 2). This thrombus was occluding less than 10% of the blood flow path. The laminated structure of the thrombus and the areas of denaturation indicate that it likely formed over an undetermined period of time while (B)(4) was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2019 with a body mass index (bmi) of 40. The patient experienced sleep apnea and frequent subtherapeutic inr. Status post tissue plasminogen activator (tpa) in (B)(6) 2019 with failure to resolve heart failure symptoms and persistently elevated lactate dehydrogenase (ldh). High flow/high power with drops in speed to 8000 rpmwere observed during sleeping hours prior to (B)(6) 2019. This was prior to the patient using a CPAP machine (continuous positive airway pressure). Pump exchange from heartmate ii to heartmate 3 occurred on (B)(6) 2019. Patient discharged on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The approximate age of device: 8 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient underwent pump exchange due suspected thrombus. Additional information was request, however was not provided.